Manufacturer narrative:
Additional data: b5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced glares and haloes. In a separate surgery the lens was explanted and the problem was resolved. The cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. H6- health effect - clinical code (e): 2137 should be removed and 2140/ 2227 should be added. H11- manufacturer narrative: "each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter." Should be removed. "Significant glare and/or halos (under night driving conditions) is identified in the labeling as a known potential adverse event following icl implantation. Secondarysurgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation." Should be added. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. In a separate surgery the lens was explanted and the problem was resolved. The cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H11- manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).